Event description:
Dr had seated this humeral nail and was using a drill guide to drill a hole in the bone for placement of a screw through the nail. He was attempting to target the angled hole in the nail with his instrumentation and could not target it. The nail was withdrawn and it was discovered that the hole does not line up when used with the guide.